Manufacturer narrative:
Pump error 35 noted in the pump history and critical pump error (open book image) alarm during testing due to out of specification force sensor zero offset.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump received a critical pump error alarm. The customer¿s blood glucose was 179 mg/dl. Troubleshooting was done for critical pump error alarm. Customer reported they saw red x on the insulin pump screen. Customer was advised to place insulin pump in storage mode. The insulin pump will not be returned for analysis.